Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up on (B)(6) 2020, some episodes stored in the device memory revealed noise oversensing (125 ms artifacts) on both atrial and ventricular channels. There was no information regarding the patient activity at the time when the episodes were recorded. Preliminary analysis revealed that the noise pattern most probably resulted from strong external electromagnetic interferences (emi).

Event description:
Reportedly, during the follow-up on (B)(6) 2020, some episodes stored in the device memory revealed noise oversensing (125 ms artifacts) on both atrial and ventricular channels. There was no information regarding the patient activity at the time when the episodes were recorded. Preliminary analysis revealed that the noise pattern most probably resulted from strong external electromagnetic interferences (emi).